Event description:
On (B)(6) 2005, a pt was implanted with an invance sling. Info received indicates the sling was "ineffective and had to be removed due to infection."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.